Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2021. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The system monitor section of the IFU describes the pump flow display and pulsatility index and the hazard alarms. This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas patient handbook is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. A direct correlation between the device and the reported cardiac arrhythmia and dizziness could not conclusively be determined through this investigation. Evaluation of the submitted log files confirmed low flow events; however, a specific cause for these events could not conclusively be determined through this investigation. The controller event log file captured six low flow fault flags, resulting in one low flow hazard alarm on (B)(6) 2022 at 08:29:03. The majority of the observed low flow events also appeared to be associated with elevated pi values; however, a specific cause for this alarm could not be determined through this evaluation. No other atypical events were captured. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. The patient remains ongoing on vad support. No product available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted with dizziness and recent ventricular tachycardia (vt). The log file review showed a low flow event on (B)(6) 2022. Pulsatility index (pi) events were also noted throughout the event file.